Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer observed an increase in architect (B)(6) gray zone results when (B)(6)reagent lot 93794hn00 was in use. The customer began reporting architect (B)(6) results about three weeks ago and noticed the increase in gray zone results (no patient data provided). The customer received troubleshooting assistance by abbott and was aware of the product information letter for the architect (B)(6) issue. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in u.s. Customer complaints for architect (B)(6) assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect (B)(6) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(6) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.